Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 2.6x16mm drug eluting stent was implanted in the proximal left anterior descending (lad) artery following an inferior wall mi. About one week later the patient presented to an ER of a different hospital with weakness and hypotension with elevated cardiac enzymes. It was known that the patient had three vessel disease. The patient was intubated to control the airway because of altered mental status and started on pressor support. The patient was referred emergently for cardiac catheterization. An intra-aortic balloon pump was placed in the proximal left anterior descending artery. The patient had severe coronary calcification. The large caliber lad was totally occluded within the previously deployed stent. The mid right coronary artery had 70% stenosis and moderate diffuse distal disease. The thrombosed proximal lad stent was successfully treated with balloon angioplasty and a 2.25x18mm mini vision stent was implanted proximal to the previously implanted 2.5x16mm taxus stent in an overlapping fashion. Both stents were post dilated with a 2.5mm balloon. The 100% occlusion was converted to 0% residual with timi 3 flow to the diagonal lad. The patient received heparin and reopro during the procedure. The patient's family had stated that the patient was taking his aspirin and plavix since discharge. The patient was prescribed chronic aspirin and plavix and continued aggressive management and hemodynamic support. The patient is not a surgical candidate. The physician described the patient's prognosis as poor.